Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity: patient ethnicity and race was not provided for reporting. Upc #: (B)(4), lot #: 2348b, (B)(4). Device available for evaluation: device is not expected to be returned for manufacturer review/investigation concomitant medical products and therapy dates: drug: clindamycin; 300mg, for infection (B)(4). Manufacture date: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 22, 2018. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2019-00063 & 8041154-2019-00064. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab plastic bandages. The consumer states that she has a wound for 5 years that would not heal and that it constantly drains. Her health care professional (hcp) advised her to keep it covered. The consumer states that when it is covered with the band-aid, the fluid builds up and makes it worse. The consumer states the wound is getting larger and larger after each use. The consumer states it is painful. The consumer sought medical attention and was prescribed antibiotics. The consumer states the symptoms have not resolved. The consumer is treating the symptoms with gentamycin and neosporin. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2019-00063 & 8041154-2019-00064. The same patient is represented in each medwatch.